Event description:
On (B)(6) 2013, the patient contacted animas and alleged the following: he had to call ems three times in the last couple of weeks due to low blood glucose/being unconscious. He was given 'goo', d50 x2 and ate a sandwich and his blood glucose (bg) came up to 50 mg/dl. Patient is poor historian, does not remember times, dates, or bg levels. He did not contact his health care provider with any of these occurrences. He reports someone helped him review pump and found the pump gave 59 units, 64 units and 67 units at different times, was unable to recall if the delivery was found in the basal screen or the bolus screen. He was unable to determine if pump was primed at any of the events listed. The pump in question has been sent back to animas, so customer support (cs) could not troubleshoot. Cs advised patient it is very rare for pump to arbitrarily give insulin unless programmed to give insulin. Cs advised patient that when verifying the screen, he should be sure the entire screen is correct not just the battery. Also advised patient criteria for securing and replacing battery cap. The patient has already received and is using a new pump and his bg are fine now. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hypoglycemic incidents

Manufacturer narrative:
No defect was found. The device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: pump passed flow accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.